Manufacturer narrative:
Batch review performed on 20 july 2026 lot. 2327419: (B)(4) items manufactured and released on 29-nov-2023. Expiration date: 12-nov-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to irritationat the l5 site and the cause is unknownafter 7 days from primary. The surgeon revised the must mc screw d 6x35 and implanted a must mc screw d 7x25.